Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. Reportedly, patient has a history of epileptic seizures and sometimes fall on the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the site.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.